Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and neuropathy peripheral ('please describe: muscle spasms overactive nerves') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test". The patient's medical history included neck pain, fibromyalgia and muscle relaxant. Concurrent conditions included abdominal pain, nerve damage, nerve pain, general body pain and vitamin deficiency. Concomitant products included bupropion hydrochloride (wellbutrin) from 2011 to 2017 for anxiety and depression, medroxyprogesterone acetate (depo-provera) from 2006 to 2009 for treatment noncompliance, vitamin d nos (vitamin d) from 2011 to 2017 for vitamin deficiency as well as cyclobenzaprine and gabapentin from 2013 to 2017. In 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), muscle spasms ("other injury(ies) or complication, please describe: muscle spasms overactive nerves"), nausea ("nausea"), headache ("headache"), uterine enlargement ("enlarged uterus") and scar ("scar tissue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2016. At the time of the report, the back pain, nausea and headache was resolving, the neuropathy peripheral, hormone level abnormal, urinary tract infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, nervous system disorder, dysmenorrhoea, allergy to metals, dyspareunia, fatigue, muscle spasms, uterine enlargement and scar outcome was unknown and the abdominal pain upper had not resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine, muscle spasms, nausea, nervous system disorder, neuropathy peripheral, scar, urinary tract disorder, urinary tract infection and uterine enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs received. Injury nos was replaced with new events. Added event hormonal changes, uti, apareunia (inability to have sexual intercourse), anxiety, depression, bladder or urinary problems or changes, migraine/ headache, neurological conditions or problems, headache, dysmenorrhea (cramping), nickel allergy, dyspareunia (painful sexual intercourse), fatigue, muscle spasms overactive nerves, stomach pain, lower back pain, enlarged uterus, nausea, scar tissue, plaintiff did not underwent an essure confirmation test. Concomitant conditions, concomitant drugs were added. Reporter¿s information was added. Patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.